Event description:
The service report shows during incoming evaluation the unit failed its max. Volume and leak tests by more than 10%. The nellcor puritan-bennett factory service technician verified the unit was overdue for its scheduled pm by more than 5000 hours in which the cup seal would have been replaced to prevent this from happening. The technician inspected the device and replaced the cup seal to correct the volume and leak problem. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.